Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touch screen issue was verified. Additionally, the alleged touch screen times off too soon issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive and timed out faster than expected. Customer¿s blood glucose level was 371 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.